Event description:
It was reported that a patient experienced peritonitis manifested as abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. A day after the onset, the patient was hospitalized for the event and began treatment with vancomycin (1 gram, once and route not reported) for peritonitis. On the same day, the patient discontinued treatment with vancomycin and began treatment with rocephin (1 gram, daily and route not reported) for peritonitis. Three days later, the patient discontinued the treatment with rocephin and was discharged from the hospital. A day later, the patient again began treatment with rocephin (1 gram, daily) intraperitoneally for peritonitis. Five days later, the patient discontinued the treatment with rocephin. The patient recovered from the peritonitis. No additional information is available. This is report 5 of 5.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13d08067, h13d30020, h13h30047, and h13h20055 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.